Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had standard lasik surgery in left eye (for near vision) and custom lasik surgery in right eye (for distance) on (B)(6) 2018 and presented post treatment with overcorrection, dryness, superficial punctate keratitis and blurred vision in both eyes. On (B)(6) 2018 post op visit patient presented with mucous discharged in right eye. Patient was started on emycin (antibiotics) unguent 4 times a day and suggested to increase the serum tears to 4 times a day in both eyes. No loss of best corrected visual acuity (bcva). Bcva from (B)(6) 2018; right eye pre-op 20/20 +.75 sphre; left eye pre-op 20/20 +1.00 sphere. Bcva from (B)(6) 2018; right eye post-op 20/20 -1.00 x +.50 x 105; left eye post-op 20/20-1 -3.00 x -+1.25 x 65. This report is for the vixs laser. A separate report is being submitted for the intralase laser.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.